Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that while testing with a defibrillation tester, the external pulse generator's (epg) output was out of specification and intermittent. It was recommended that testing be done with a transvenous analyzer. The status of the programmer is unknown. There was no patient involvement.